Event description:
It was reported that the patient presented in-clinic after receiving a patient alarm for a potential lead issue. Upon review of trends, high and low, out of range high voltage lead impedance were observed. The high voltage therapy was programmed off until lead revision can be scheduled. The patient was doing fine.